Event description:
It was reported that the surgeon had a pt 1 year out of surgery for a right total knee, who presented with pain in their knee. Surgeon took x-rays which showed a shadow and the surgeon thought the patella may have come loose. When surgeon operated on pt to revise, surgeon noticed the green patella trial from original surgery was left in the pt and that is the shadow that appeared on the x-ray. All of the pt's original implant parts were checked and all were in excellent condition and left in pt. Surgeon removed trial that was left in the pt and undoubtedly causing the pt pain on (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.